Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a double beep no cassette error during testing. There has been no report of patient involvement. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seals intact and fluid ingression on the downstream sensor. There was evidence of the error recorded in the event history log. The customer problem double beep no cassette was duplicated during the investigation. Fluid ingression was found on the downstream sensor, and this was the cause of the reported issue. For corrective action it was recommended that the downstream sensor be replaced. The root cause of the reported problem is unknown. The product is beyond 20 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.